Event description:
It was reported that the generator was producing 'no instrument connected' error code e486. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was caused by the printed circuit board/motherboard. Olympus will continue to monitor field performance for this device.